Event description:
Customer complaint - limited data available. The customer received a number of inaccurate readings of their blood sugar.

Event description:
Customer complaint: limited data available I have purchased care touch blood glucose monitor kit - diabetes testing kit from amazon and now every time I test my sugar I get different reading. The product is defective and I am trying to return it, but amazon sent me here. I had my sugar checked at the lab and it was 115, but when I checked my sugar with the monitor system it showed 145 reading. I did it again immediately and it showed 130. I did this couple of times in the mornings and every time I got a new reading.